Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no items were there to add to the patient profiles, and the list was empty. A technical support specialist checked the cabinet options settings and overrides were disabled. Advised the customer to contact guardian pharmacy to have item order profiled. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini there was no items to add to patient profiles. The customer stated that this malfunction occurred while dispensing medication to the patient care. There were no adverse events or injuries reported based on this event.